Manufacturer narrative:
Model number/catalog number: sc-8336-50. Serial number: (B)(4) . Batch/lot number:20623460. Model/catalog description: coverage 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure due to sensitivity at the battery site. The patient underwent an explant procedure. No device malfunction suspected.